Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on with a blood glucose level of 32 mg/dl. The customer was hospitalized for a car accident but the customer was not driving. The customer did not provide the date of the hospitalization. The customer stated that their insulin pump was working as designed but does not understand why they had been experiencing low blood glucose. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop.